Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a power control board that had a burnt capacitor (c10). This was discovered upon troubleshooting art bp no communication and 24 volt low error messages. The biomed stated that they did observe a burning smell and smoke along with the burnt component. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. There was no harm to any patients or individuals because of this malfunction. The power control board was the original fresenius part on the machine. The biomed ordered a power control board to resolve the machine issue. The biomed stated that the replacement parts will be installed upon arrival. The biomed confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the burnt/smoking power control board. The biomed confirmed that the power control board is available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a power control board that had a burnt capacitor (c10). This was discovered upon troubleshooting art bp no communication and 24 volt low error messages. The biomed stated that they did observe a burning smell and smoke along with the burnt component. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. There was no harm to any patients or individuals because of this malfunction. The power control board was the original fresenius part on the machine. The biomed ordered a power control board to resolve the machine issue. The biomed stated that the replacement parts will be installed upon arrival. The biomed confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the burnt/smoking power control board. The biomed confirmed that the power control board is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a biomedical technician (bmet). To resolve the reported issue, the bmet replaced the power control board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the bmet identified a power control board that had a burnt capacitor (c10), a burning smell and smoke. Therefore, the complaint event was confirmed.